Event description:
Per the clinic, the patient experienced lack of benefit from the device and requires MRI. Subsequently, the device was electively explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.